Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had undergone a pocket revision due to discomfort. The patient had twiddled the device sometime after implant and it was found out through x-ray that the leads twisted into a knot in the pocket. The knot moved superior to the device and was causing the patient discomfort. Moreover, the physician opened the pocket and untangled the leads then placed the device and leads back into the pocket. This rv lead remains in service. No additional adverse patient effects were reported.